Manufacturer narrative:
Report confirmed. The device was tested and the maximum temperature was measured to be 138.7°f. The likely cause was identified as corroded collet components. It was also noted that collet would not lock burrs and there were worn components. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact. Repair request escalated to a product event based on reason for return and due to return in less than 90 days from purchase or repair.